Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).reference manufacturer report number: 2032227-2014-33379.

Event description:
It was reported the customer had concerns about his high blood glucose. He also reported he had a bolus delivery that was not recorded in the insulin pump. The caller also reported that the act button may have not been pressed to deliver the bolus. A no delivery alarm was also found in the alarm history. It was reported the no delivery alarm was resolved by an infusion set change. The customer's drive support cap also appeared to be normal. The caller was also inquiring why the customer had a sudden drop of blood glucose from 281 mg/dl to 112 mg/dl. The customer did not recall any unusual events occurring besides having a dialysis recently. It was also found there was air bubbles in the customer's reservoir. The customer was able to get rid of the air bubbles. No additional information provided.